Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported an ht70plus ventilator had a damaged oxygen mixer. Patient involvement information was not provided by the customer. The oxygen mixer was replaced. The oxygen mixer was returned and the reported condition was confirmed.